Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported and observed issues.  It was observed that the device had 11.1 hours of total on-time, which likely led to the depletion of the internal hlc batteries.  There was no observed component cause to the observed depletion of the hlc batteries.

Event description:
The customer reported that their device was showing its service wrench icon.  An evaluation of the device download was performed and it was observed that the device's internal hlc batteries had previously depleted to zero "0", which is an indication that the device would not have sufficient power available to deliver effective defibrillation therapy to a patient, if needed. There was no report of any patient use associated with the reported issue.